Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report. Therapy and event date are estimated dates .

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2020-00024. Both of the patient's leads are being reported because it is unknown which lead is liable. It was reported patient was having ineffective coverage of pain relief. Company rep met with patient and programs were remapped and was able to achieve 50% of relief. Impedances were checked and found to have high impedances. X-rays were taken and found to have no migration. As a result the patient had one of the leads replaced and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.